Manufacturer narrative:
(B)(4). Two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported to have fractured/been retained by the patient. It is unknown which exact device encountered this issue, it is one of the following: item#: 912068 lot#: 0002323018; manufacture date: apr 7, 2020; sterile expiry date: apr 7, 2025; UDI: (B)(4). Or item#: 912068 lot#: 0002313629; manufacture date: mar 11, 2020; sterile expiry date: mar 11, 2025; UDI: (B)(4). Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the inserter was fractured during use. The surgeon decided to complete the procedure with the fragment remaining in the patient¿s body. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.